Event description:
On(B)(6) 2023, it was reported by a sales representative via email that an ar-1410lp low profile reamer tip broke off immediately when trying to create a tunnel. All the broken fragments were retrieved successfully. This was discovered during a procedure on (B)(6) 2023. Additional information received on 6/8/2023: this was discovered during an aclr procedure on (B)(6) 2023, and the reaming process continued with a reusable acorn reamer.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed. Based on the image provided for evaluation, it is evident that the low profile reamer's cutting tip is broken. Arthrex was able to conclude a most likely cause as the device wasn't returned for evaluation. The most likely cause for the reported failure can be attributed to user-applied excessive force and/or prying/leveraging the device during insertion.